Event description:
Pt was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be reopened.